Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified anterior tibial artery. A non-bsc guide wire was used to cross the lesion and the 2mm x 20mm x 143cm coyote es balloon was to be used for predilatation. The balloon was inflated once to 14atms and ruptured. The procedure was completed with another device. No patient complications were reported and the patient condition is good.